Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2021. H.6. Investigation: bd received 100 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for fibrin and hemolysis was observed. The photo received has 2 tubes that are inverted with the serum presenting hemolysis is fibrin. Both tubes are not meeting the draw volume per label, where the filling indicator is near the hemogard cap. In addition it is possible to observe that there is additive not mixed in the wall of the left tube, indicating that the additive was not completely absorbed by the blood. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for fibrin and hemolysis was not observed. 180 retention samples were visually inspected with no issues found. 100 returned samples were visually inspected with no issues found. Additional testing of retention samples were evaluated through a clinical study. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure fibrin and hemolysis because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin and hemolysis based on the photo only. All testing and evaluation of returns and retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that tube sst plh 13x100 5.0 plbl gold br hemolyzed. The following information was provided by the initial reporter: "issues with serum collection tubes. Several tubes are presenting too much fibrin in the serum after centrifugation which the tubes are inverted but the serum doesn't drain."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube sst plh 13x100 5.0 plbl gold br hemolyzed. The following information was provided by the initial reporter: "issues with serum collection tubes. Several tubes are presenting too much fibrin in the serum after centrifugation which the tubes are inverted but the serum doesn't drain."